Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of fc 550:320:650:0000 was confirmed but not duplicated. The assignable cause is faulty speaker harness. The rear housing assembly has been replaced to fix the condition. Additional: a service history review revealed that the device has not been previously serviced by baxter. A device history review has been performed and there were no exceptions are associated with this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "fc 550:320:650:0000". This condition was found in the general patient ward upon power on. Upon evaluation, it was found that the device had a damaged speaker harness, therefore the device would have failed to audibly alarm. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.